Manufacturer narrative:
Although data was provided , the alleged run was not included in the dataset and as a result, an in-depth analysis of the allegation could not be performed. However, upon review of the data provided for liat analyzer sn (B)(4), a systematic issue was not identified. A non-conformance related to the customer allegation was not identified. Facility name: the facility name has been truncated due to character limitations. The full facility name is listed as (B)(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for a cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from thailand alleged that they received a potential false positive result for a patient¿s sample when tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay. The customer reported that on (B)(6) 2021 they observed a sars-cov-2 positive, influenza a positive, influenza b positive result for a patient¿s sample when tested and analyzed on the cobas® liat® system (s/n (B)(4)). The patient¿s same sample was repeat tested on a different platform the geneexpert that generated a sars-cov-2 negative, influenza a negative, influenza b negative result. Patient sample was collected using nasopharyngeal swab in copan universal transport media 3ml. The customer confirmed there was no allegation of harm to the patient.